Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected pump error, power loss alarm, no active insulin, battery alarms or alerts noted. The motor was tested outside of the device and passed. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 527 mg/dl. Customer experienced symptoms such as gastroparesis, mallory weiss sydrum and dehydration. Customer was treated with insulin drip then shot. Customer stated insulin pump had power loss alarm. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.